Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3998, lot# v042627, implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that there was an impedance check pre-operatively and that electrode 0 showed greater than 10,000 ohms. The patient was not using this electrode with programming. The patient had been seen pre-operatively for battery replacement for a typical end of life. The issue was not resolved at the time of the report. A surgical intervention occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was reported that the patient experienced no symptoms related to the high impedance issue. The battery was replaced. The lead was not replaced due to good coverage. The patient was going to continue to use the lead with programming around electrode 0 and they were receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.